Event description:
An elevated advia centaur troponin result was reported to the healthcare provider. After reporting the result, the customer noted that a container containing base solution had been mistakingly placed in the wash 1 position on the instrument. The sample was repeated and a negative troponin result was obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
The base solution container was placed in the wash 1 position on the instrument by the customer. The customer corrected the error, ran qc, and verified that the instrument was operational. The instrument is performing within specifications. No further evaluation of the device is required.